Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was in a radio frequency (rf) overuse condition. T-wave oversensing and a large variability in right ventricular (rv) lead amplitude was also observed. In-clinic lead troubleshooting and possible x-ray imaging was recommended by technical services (ts), which will be relayed by the local area field representative to the health care professional (hcp). To date, no information on the manufacturer of the lead has been provided. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was in a radio frequency (rf) overuse condition. T-wave oversensing and a large variability in right ventricular (rv) lead amplitude was also observed. In-clinic lead troubleshooting and possible x-ray imaging was recommended by technical services (ts), which will be relayed by the local area field representative to the health care professional (hcp). To date, no information on the manufacturer of the lead has been provided. No adverse patient effects were reported.

Manufacturer narrative:
With all the available information, boston scientific is unable to conclude the root cause of the incident. This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.